Event description:
It was reported that a segura hemi basket was set to be used during a ureteroscopic lithotripsy (ursl) procedure. Reportedly, before the surgery, it was found that the basket handle component fell off. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event. Analysis of the returned device revealed that one of the basket wires was broken.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 captures the reportable investigation result of basket wire broken. Block h11: investigation results the returned segura hemi basket was analyzed, and it was noted that one basket wire was broken and kinked. Additionally, the sheath was torn. Functional examination was performed with the handle actuated, and the basket was able to open and close with no problem. With all the available information, boston scientific concludes that the reported event was not confirmed since no handle related damages were found and no evidence of the originally reported problem was identified. However, additional conditions were identified on the returned device, these findings could be related to handling and manipulation of the device during preparation or use. It is probable that an excess of force applied to the device or other operational factors during the procedure could have led to these conditions. Based on analysis results, an investigation conclusion code of device problem excluded was assigned to this investigation.